Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the inclusive tapered implant failed. The provider notes that the, "cover screw was unable to be placed on the seated implant". The implant and the event occurred (B)(6) 2019 on tooth #23. The provider was unable to provide bone grade when asked. The patient has no significant medical or dental issues prior to implantation. The patient presented for primary procedure on (B)(6) 2019. During the placement of the cover screw the provider states, "I was unable to place the cover screw on the seated implant. I removed the implant and replaced it with another. On the outside of the mouth, I was able to use a more robust instrument (pliers) to fully engaged the cover screw". The procedure was successfully carried out using another implant. The patient is healing without issue.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample(s)/device inspected: the implant was returned with a cover screw attached but not in the original package. The part was verified to be an inclusive tapered implant 3.7 mm x 11.5 mm x 3.5 mm (70-1070-imp0007) using the radiographic template (gd-437-091015). The returned implant had no defect or non-conformity and the threads were intact. Bone debris was observed from the implant. Additional complaint investigator used the inclusive driver that came with the surgical kit to seperate the cover screw and the implant. After seperated the cover screw and the implant, complaint investigator was able to put them back. Root cause: since customer is complaining that the cover screw is not fitting inside of the implant in the patient's mouth during the procedure, it was unable to replicate the test due to lack of testing environment. However base on the investigation results it was confirmed the cover screw fits inside of the implant outside the patient's mouth. The root cause cannot be explicitly determined. Based on the inspection on returned parts, no product deformity or nonconformity was observed and the parts function as intended to use. There is unknown technique used during the procedure from the customer but recommend to use IFU for reference guidance. This complaint will kept on file for tracking and trending prposes.